Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the complaint condition could be confirmed according to the received x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trochanteric fermoal nailing advanced system (tfna) helical blade was reported to be backed out. On (B)(6) 2018, the patient underwent hip surgery due to an intertrochanteric fracture of the hip using a short tfna system. Upon follow up on an unknown date, the surgeon viewed on x-ray that the helical blade was backing out/collapsing more than desired with an unidentified metal piece at the greater trochanter proximal to the end of the nail. It is unknown if a revision or removal will be required. Patient status is unknown. Concomitant devices reported: unknown nails: tfna (part# unknown, lot# unknown, quantity# 1). Unknown screws: locking (part# unknown, lot# unknown, quantity# 1). Unknown end caps: tfna (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4).